Event description:
It was reported that pump screen stayed dark and would not turn on, and when display eventually turned on, button remained extremely difficult to press and required multiple presses to activate screen. There was no adverse impact to the customer¿s blood glucose level. Customer attempted troubleshooting steps as instructed but issue persisted, so technical support arranged pump replacement, confirmed warranty and shipping details, advised customer to use multiple daily injections as backup therapy, and instructed customer to place pump in storage mode and return it using prepaid label, which customer understood and acknowledged.